Event description:
The customer received questionable results for troponin t short turn around time (tnt stat) on one sample from one patient. It was determined that the sample had erroneous results that were reported outside of the laboratory. The customer indicated they were performing serial runs on the patient. The initial sample draw was performed at 7:00 pm on (B)(6) 2014, and generated a result of 0.101 ng/ml; which was reported outside of the laboratory. The sample from 7:00 pm on (B)(6) 2014 was repeated at 3:00 am on (B)(6) 2014 and generated a repeat result of <0.01 ng/ml. The customer deemed the repeat result to be correct, and generated a corrected report. There was no adverse event. The patient had a separate sample that was drawn at 1:00 am on (B)(6) 2014 that generated a tnt stat result of 0.01 ng/ml; which was reported outside of the laboratory. The sample was repeated at 3:00 am on (B)(6) 2014 and generated a result of <0.01 ng/ml. The customer deemed the repeat result to be correct result and generated a corrected report. There was no adverse event. The lot number for the tnt stat reagent in use was 17505301, with an expiration date of 11/30/2014. The field service representative found the cover on the sample/reagent probe was dislodged. He adjusted the cover and performed a system check, along with performance testing, with no errors. The instrument met specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.